Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the power issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse replaced the power cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor had no power during a visit by a field service engineer (fse). There were no reports of patient harm or injury associated with this event.